Event description:
Pt had previous anterior fusion surgery on 6/27/96. During post-op visit on 4/2/97, x-rays indicated a broken screw. Pt was re-operated on to remove the broken and loose screws on 4/15/97.